Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was placed on (B)(6) 2011. During the treatment on (B)(6) 2012, a nurse saw bubbles in the dialysis tubing. A small tear/hole was seen on the catheter shaft just below the y-connector. The catheter was pulled and replaced the following day.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.